Event description:
It was reported that the patient had blisters reportedly from the pads. Further information was not provided.

Manufacturer narrative:
No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Device not returned.

Event description:
It was reported that the unit was found to produce a high temperature of 43.5 deg c. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.